Event description:
Drive devilbiss healthcare received notification of an incident involving a rollator. The end user reported that when attempting to sit on the rollator, the brakes did not engage, causing the rollator to move away. As a result, the end user fell and was unable to get up. Emergency medical services were contacted, and the end user was transported to a hospital, where she was admitted for approximately two weeks. The end user stated she was unable to walk following the fall and reported that she had no broken bones but her one leg was swollen. After discharge from the hospital, the end user was transferred to a nursing home for approximately two months. The end user is currently using the device and has been instructed to not use the device. As part of its standard complaint review and evaluation process, drive devilbiss healthcare will notify the product manufacturer of this reported event.